Manufacturer narrative:
Correction: g(4): upon review of this complaint, it was determined the incorrect aware date was provided in the initial report. The aware date should be (B)(6)2019.

Manufacturer narrative:
No corrective action is recommended at this time as the root cause was unable to be determined. There was a lack of information regarding this case. The only information available was that which was disclosed in the publication. Failures of this type will continue to be monitored for trends. (B)(4).

Event description:
In an abiomed personnel's literature review, a case publication was discovered in which there was an adverse event. The publication cites a case in which the impella 5.0 was placed via transcaval access, rather than the usual femoral or axillary access. While on support the 5.0 was the presumed cause of the patient's limb ischemia. The 5.0 had been placed via a large 24fr sheath that was exerting pressure on the artery. The limb ischemia was treated with surgical intervention/revascularization.